Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed psi tests 3 times (20. 93. 19. 63. 22. 01)" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was a damaged force sensor flex. The force sensor requires replacement requires replacement address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to alarm downstream occlusion 3 times until 20. 93. 19. 63. 22. 01 pounds per square inch (psi). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.